Manufacturer narrative:
The customer reported they were getting readings of 180/200 beats per minute on the gz transmitter. They stated it could not be that high and when the patient was placed on a portable EKG unit, it was showing 120/80 beats per minute. The readings on the transmitter were considerably different. The unit was swapped out for a working transmitter to continue patient monitoring. They sent the unit in for an exchange. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device is used in conjunction with the gz transmitter: cns. Model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported they were getting readings of 180/200 beats per minute on the gz transmitter. They stated it could not be that high and when the patient was placed on a portable EKG unit, it was showing 120/80 beats per minute. The readings on the transmitter were considerably different.

Manufacturer narrative:
Details of complaint: the customer reported they were getting readings on the gz transmitter of 180/200 beats per minute. They stated it could not be that high and when the patient was placed on a portable EKG unit, it was showing 120/80 beats per minute. The readings on the transmitter were considerably different. They sent the device in for evaluation. No harm or injury was reported. Investigation summary: during the evaluation, nihon kohden repair center (nk rc) was unable to duplicate or confirm the reported issue. The unit was tested per the gz-120/130pa operator's manual and no issues were found with the device. The unit completed 24 hours of extended testing and operated to manufacturer's specifications, with no adverse effect. As such a root cause cannot be determined. However, the root cause is likely related to clinical education, due to a user related error (such as incorrect settings or setup or lead placement). Variables such as incorrect settings and/or incorrect setup/patient preparation are known to affect such readings. During review of the complaint device history and facility trending, it was determined that this was an isolated incident, as this was the only complaint found for this device and facility in the past 3 (three) years. As such, a significant trend that would warrant any action and/or any corrective action was not identified. The following fields contain no information (ni), as no information was provided: a2 - a6 b6 b7 d10 attempt # 1: (B)(6) /2022 emailed the customer via microsoft outlook for additional device and patient information: no reply was received. Attempt # 2: 08/12/2022 emailed the customer via microsoft outlook for additional device and patient information: no reply was received. Attempt # 3: (B)(6) /2022 emailed the customer via microsoft outlook for additional device and patient information: no reply was received. Additional device information: d10 concomitant medical device: the following device is used in conjunction with the gz transmitter: cns: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported they were getting readings on the gz transmitter of 180/200 beats per minute. They stated it could not be that high and when the patient was placed on a portable EKG unit, it was showing 120/80 beats per minute. The readings on the transmitter were considerably different.